Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there was any patient consequence?.

Event description:
Incomplete anastomosis. It was reported that during the laparoscopic radical resection of rectal cancer surgery,when severing the rectum and sigmoid, after fired, noted the anastomosis was incomplete, used suture to oversew.

Manufacturer narrative:
Product complaint # (B)(4).additional information was requested and the following was obtained: could you please clarify if there was any patient consequence?-the patient is stable and left from hospital.